Event description:
Patient reported they have a really big overbite and their alignment is off.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.